Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the main body on the high flow insufflation unit remained powered on; however, the panel went dark and there was a low pressure stop. The issue occurred during a therapeutic colectomy, which was completed with the same device and without delay. There were no reports of patient harm.